Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. During the procedure, the smart touch bidirectional sf catheter could not be deflected as intended. The catheter was removed from the patient¿s body and was confirmed not to be deflected as intended. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. This deflection issue was assessed as not reportable since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the catheter for evaluation and discovered on may 18, 2017 that the peek housing and tip lumen transition was cracked open with an internal metal part exposed. The returned catheter condition was assessed as a reportable malfunction. The risk to the patient was critical due to the potential of thrombus from exposure to internal catheter components. The awareness date is reset to may 18, 2017.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. During the procedure, the smart touch bidirectional sf catheter could not be deflected as intended. The catheter was removed from the patient¿s body and it was confirmed not to be deflected as intended. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The biosense webster failure analysis lab received the catheter for evaluation and discovered on (B)(6) 2017 that the peek housing and tip lumen transition was cracked open with an internal metal part exposed. The returned catheter condition was assessed as a reportable malfunction. The risk to the patient was critical due to the potential of thrombus from exposure to internal catheter components. The awareness date is reset to (B)(6) 2017. Upon receiving, the catheter was visually inspected and it was found that the peek housing was cracked with internal parts exposed. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane (pu) application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, catheter deflection is verified several times before leaving the facilities. The damage on the peek housing is related to the t bar slid down issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly.